Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no alarm for a phase and the mx450 monitor had a pause greater than the monitoring system's threshold. There was a patient involved in this event with no harm reported to the patient or the user.

Manufacturer narrative:
.